Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up and down arrow keypad buttons were sticking. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: on examination, the keypad was intact without damage. On testing, the contrast, up arrow and down arrow buttons had intermittent response. The ok button was functional. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons.